Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Bezoar and ulcer are known complications of a peg- j tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient observed resistance to mobilization of the internal tube. Both peg and j tubes were leaky. The patient experienced nausea for one week. On an unreported date, an endoscopy revealed the peg tube in perfect condition, and the bumper with good mobility. The j tube distal end (tip) knot and bezoar caused a small gastric ulcer in angular incisura due to traction effect. The j tube was removed and omeprazole 40 mg every 12 hours was prescribed. The peg tube only will be kept for 2-3 months. The patient did not experience nausea, vomiting or pain.